Event description:
A nurse of the hospital reported to a sales rep that she was observing a surgery procedure. During this, she observed reported device was broken off at the hex head attachment. No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.